Event description:
It was reported to covidien in 2008, that a customer had an issue with a dialysis catheter. The customer reports patient had dialysis catheter for approximately 1.5 weeks. When the cap was removed for dialysis, the adaptor crumbled. Catheter was removed and replaced in interventional radiology.

Manufacturer narrative:
Submit date: 11/10/2008. An investigation is currently underway. Upon completion, the results will be forwarded.